Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos (real time operating system) cpu assembly was evaluated and reseated. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.